Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that while on a patient this unit alarmed low minute volume. There was no harm to the patient, the ventilator was replaced. The customer tried replacing the exhalation parts but the issue was not resolved.

Manufacturer narrative:
Results of investigation: the carefusion field service representative found missing o-rings and cap on the flow sensor connector. The components were replaced and the performance was verified where the unit is meeting company specifications.